Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor passed motor test. The displacement test functioned properly. The insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window, scratched case, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 16 mmol/l at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.